Manufacturer narrative:
Date of this report - smiths medical did not receive response to requested information needed, that led us to the reportable decision, until 2009. Evaluation: we are anticipating the return of the samples involved in this event. Upon receipt of the sample, and the completed investigation, a follow up report will be submitted.

Event description:
The hospital reported two events that the unit worked fine on setup. Upon use, the aluminum inner tube came apart, the blood flow stopped and blood sprayed on the two nurses at the machine. The nurses were not treated for blood exposure.